Event description:
A peritoneal dialysis patient called fresenius technical support regarding pain. A f/u call was made to the patient's husband who stated the patient was referred to the emergency room by the nurse. The pain was not due to using the cycler since the patient had not used the cycler for the past couple of nights due to drain complications. She is not able to drain at all. However in regards to the cycler it is noise and patient receives drain complications. Technical support replaced the cycler.

Manufacturer narrative:
A device investigation was performed for this device. The actual device was not returned for evaluation. A review was performed of the device history record. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed on other complaints for this device with the symptom code for this event. A review was performed by the post market clinical department. Per the pharmacovigilance physician, the event of abdominal pain and peritonitis is unlikely related to the liberty cycler machine. There were no reports of any fluid leaks. There were some drain complications for which the cycler was replaced. Peritonitis in a patient on peritoneal dialysis is most likely caused by touch contamination - poor technique in using the machine might have contributed to the infection. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events rec'd between (B)(6) 2011 to (B)(6) 2013.